Event description:
The pt underwent low anterior resection procedure due to diverticulitis. The anastomosis was performed with the car device. The pt came back to the hospital complaining of abdominal pain and was re-operated on august 2nd. The surgeon saw that the ring was floating on top of the sigmoid above the perforated sigmoid.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Leaks are anticipated adverse events in colorectal anastomotic procedures and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices. Steroid use has been shown to impair wound healing and are known to be associated with an increased risk of anastomotic failure.